Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Facility reported that during treatment the blood line came apart just above the saline "t." The initial reporter verified on (B)(6) 2004 that it was a total separation from the main bloodline. The ebl to the patient is 250 cc's. No other ill effect to the patient has been reported. The sample is not available for evaluation.